Manufacturer narrative:
Add'l info has been requested. Investigation could not be concluded, no conclusion could be drawn. Mfg records could not be reviewed without a lot number. Manufacture date cannot be determined without a lot number.

Event description:
A trochanteric fixation nail implanted in 2007, broke post operatively where the helical blade goes through the nail. Pt was returned to the operating room for removal of nail and revision to a locking proximal femoral plate.